Event description:
It was reported that the patient underwent treatment for a right pertrochanteric fracture observed on (B)(6) 2023 by computed tomography. Six months after the procedure, the patient experienced some post-op consequences: persistence of pain and limitation of walking perimeter to less than 50 meters. A x-rays was performed on (B)(6) 2024 revealed unbricking by intrapelvic migration of the tfna cervical screw. It was decided to perform a revision. Additional information received states that the implant was implanted in the patient for 6 months.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Photo summary the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the x-ray series revealed that unk - nail head elements: tfna helical blade had moved from its original positioning. Migration of the blade can be confirmed. No other issues were identified. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - nail head elements: tfna helical blade would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.